Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Event description:
Boston scientific received information that this device was emitting tones. Device interrogation displayed a fault code (fc) 1003. The device was explanted and replaced. No adverse patient effects were reported.